Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address liner disassociation. Update rec'd 01/04/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records prior to being revised the patient was experiencing pain. The patient went on to be revised to address metallosis, squeaking and disassociation. Upon revision, small poly fragments and damage around the locking mechanism of the cup, from where the femoral head had been rubbing. At this time the patient's cup and liner are being reported. The complaint was updated on: 01/13/2016.

Manufacturer narrative:
Examination of the returned devices and patient x-rays confirms the report. The liner has disassociated from the cup. Four of the six anti-rotation devices have fractured away. In each series of radiographs the femoral head is eccentrically located in a superolateral direction and appears to be contacting the metal shell. Damage found on the mating surface of the acetabular cup is evidence of said femoral head articulation post disassociation. The liner is oblong in shape indicating impingement. The elongated shape and impingement damage is likely post disassociation damage. There is evidence of bone and soft tissue attachment to the porous coating of the cup. A worldwide complaint database search found no additional related reports against the product code/lot code combinations. Review of the liner device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed and noted the patient has had repeated falls. The investigation can draw no further conclusions with the information made available. Based on the performed investigation, the need for corrective action has not been indicated. Post market surveillance sep 419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.